Event description:
It was reported the pt was unable to communicate with the ipg using the programmer, and could not turn the stimulation off. Follow up identified the physician requested x-rays which revealed the ipg had flipped over inside the pocket. The pt was referred to a surgeon who flipped the ipg back over manually. It was reported communication was reestablished.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.